Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having trouble getting her blood glucose readings down despite multiple site and set changes. Customer stated that her blood glucose readings were 295 mg/dl and dropped 50 points in an hour. Customer also mentioned having large scratches on the screen of the insulin pump and stated that it was difficult to read at times. Customer's blood glucose reading at the time of the call was 244 mg/dl. No further information reported.